Event description:
This ICD was electively explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion mfg lyra model ICD's. The device was explanted in 2003. This ICD was implanted and explanted outside of the united states.